Event description:
The hospital claims that an aorto-bifemoral bypass procedure ended up with an axillo-femoral bypass. During the procedure, the tunneler slipped, but there did not appear to be any "damage" to the pt. However, after closing, the pt's blood pressure dropped remarkably. The pt was then opened up again. It was observed that there had been bleeding that had stopped. The plastic tunneler was found to have sliced through the liver and stomach wall. The pt died later from massive bleeding and kidney failure. Plastic biograft tunneling devices have not been sold by boston scientific/meadox since 1990. That part of the business was sold to biovascular. Boston scientific has been attempting to locate biovascular to inform them of this incident and pt death.